Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for spinal pain. No drug information was provided. It was reported the patient¿s follow-up doctor was draining some fluids from the pump site. The patient was feeling some pain. No further patient complications were reported. Additional information was received on (B)(6) 2017 from the consumer. It was reported that the patient's pump was moved on (B)(6) 2017. The patient clarified that, approximately a week after the implantation of their pump in (B)(6) 2017, the patient began experiencing the fluid build-up and pain in their back. The patient did not receive any care for 3 weeks until the implanting hcp returned from being out of the country. According to the patient, the fluid was ¿making a bump in their back¿ and fluid had to be withdrawn at least 8 times. The patient noted that they could not lay on their back as it gave them pain. According to the patient, when fluid was withdrawn the last time and the very next day the exact same amount of fluid was present, the patient¿s healthcare provider referred them to a surgeon. On (B)(6) 2017, the surgeon implanted a drain to drain off the excess fluid and moved the patient¿s pump down from its original location. The patient noted that a manufacturer's representative was present for the revision. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had liquid all around the pump and swelling, and the pump site was drained 6 times. The pump was moved lower from the waist to the upper buttock and now there was a larger pocket of fluid. They were afraid of an infection so the pump was being removed on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 12-feb-2018 from a healthcare professional who reported that an infection was not confirmed. The fluid, swelling, and potential infection had not yet been resolved. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported the patient had an appointment at their office on (B)(6) 2017 and was referred to another doctor for revision of the pump site. The patient had not had another appointment since seeing the other doctor.